Manufacturer narrative:
It was reported by the facility that the foley catheter balloon broke on inflation while in the patient. According to the facility was not tested prior to insertion. Per the facility the issue was discovered when confirming placement, as the 'catheter pulled straight out and you could see where the balloon had burst'. No additional information was provided. The sample is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that the foley catheter balloon broke on inflation while in the patient.